Event description:
The customer reported that the alarm is intermittent when pressure is applied to the mat. No patient injury reported.

Manufacturer narrative:
Posey has requested the product to be returned.